Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 months post implant of this aortic bioprosthetic valve, the patient suffered a cerebral vascular accident (cva). Physiotherapy treatment was prescribed and no additional adverse patient effects were reported.